Event description:
The lead involved in this MDR report was explanted 5 months after implantation, because high and unstable pacing threshold was observed; upon re-intervention, traces of blood were observed inside the lead body. Only a portion of the lead was extracted.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. The device analysis is pending.